Event description:
Patient presented to the physician with drainage at the neck incision site. Physician examined the area and observed redness and pus at the neck incision. Physician prescribed antibiotics.